Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is known when the foreign material adhered to the nozzle, but additional information was not provided. The customer confirmed the scope was not used for the procedure with the foreign material attached to it. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material. It was confirmed that reprocessing was not conducted in accordance with the instructions for use. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. "[Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to clogging of nozzle, air and water supply volume does not meet the standard value, adhesive on the bending section has a chip, connecting tube has a dent, the following have a scratch: plastic distal end cover, objective lens, light guide cover glass, scope connector cover unit, scope connector, protector of universal cord on scope connector side, protector of universal cord on control section side, universal cord, grip, connecting tube, switch button 3, switch button 1, lock engagement lever, lock engagement knob, up/down knob, right/left knob, control unit, switch box, and image guide protector. Universal cord has a wrinkle, forceps channel port is shaved, paint on suction cylinder is peeled, suction cylinder is shaved, and paint on air/water cylinder is peeled. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a foreign object inside the nozzle, nozzle clogging during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.